Event description:
It was reported that the device's air detector malfunctioned. There was no patient involvement.

Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown.h3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was received for evaluation. Visual inspection was performed. Functional testing noted a damaged air detector. It was determined that the damaged air detector was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.